Event description:
It was reported that on (B)(6) 2011 the patient experienced a blood glucose (bg) of 565 mg/dl with moderate. The reporter stated that the patient was removed from the pump, treated with a correction injection, and resumed insulin pump therapy about four hours after the bg excursion. The reporter stated that the patient had issues with leaking from the insertion sites three or four times, resulting in elevated bg. She stated that the site leakaged has occurred the day after a site/set change. The reporter denied insertion issues and bent cannulas. Pump troubleshooting was not completed, as the reported did not believe there was an issue with the pump; the issue was believed to be with the insertion site. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.